Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for three patient samples tested for the elecsys hcg + beta test system (hcgb) on a cobas 8000 e 602 module (e602). No erroneous results were reported outside of the laboratory. All patient values were provided as approximate values. Another test run on the same channel of the analyzer has not had any issues. The customer stated that quality control recovery has been fine, but they have been getting calibration errors for the hcgb assay. (B)(6). No adverse events were alleged to have occurred with the patients. The hcgb reagent lot number was 240444. The reagent expiration date was asked for, but not provided. The field service engineer determined that the liquid level detection for sampling was faulty. He replaced the sample probe and liquid level detection printed circuit board. Precision studies were performed. The alarm trace showed an abnormal aspiration alarm. No further issues were observed by the customer after the service actions were performed.